Manufacturer narrative:
The driver passed all incoming functional test requirements with no issues. The customer-reported decreased fill volume and cardiac output displayed on the driver during training was not able to be reproduced or confirmed during investigation testing. During investigation testing, the driver was connected to a mock tank where the mock tank parameters were set-up to replicate the conditions as described by the customer. Under these circumstances, the customer-reported issue was not able to be reproduced; the driver performed as intended and there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver displayed inaccurate fill volumes during checkout.